Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x16mm promus element ¿ drug-eluting stent was selected for use to treat the lesion. However, the physician noticed that the stent was lifted after the device entered the vessel. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the proximal end of the crimped stent were damaged, distorted & lifted upwards from the stent profile. It is likely the crimped stent may have encountered resistance & subsequent damage during advancement and subsequent withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x16mm promus element ¿ drug-eluting stent was selected for use to treat the lesion. However, the physician noticed that the stent was lifted after the device entered the vessel. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.